Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3008352382-2023-00114 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ plus anaerobic/f culture vials (plastic) the position of the label and the barcode was incorrect and could not be read. No patient impact was reported. The following information was provided by the initial reporter: according to the customer¿s information, the position of the label and the barcode was incorrect and could not be read.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ plus anaerobic/f culture vials (plastic) the position of the label and the barcode was incorrect and could not be read. No patient impact was reported. The following information was provided by the initial reporter: according to the customer¿s information, the position of the label and the barcode was incorrect and could not be read.